Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was being replaced for normal battery depletion (nbd). Both the right atrial (ra) lead and right ventricular (rv) lead were stuck in the header. The ra lead was damaged trying to remove it from the device and was surgically abandoned. The rv lead could not be removed and was surgically abandoned and replaced. There were no adverse patient effects reported.